Event description:
Reporter experienced one incident in which tubing leaked during prime of unknown solution. Leakage was noted coming out of holes noted in the tubing. There was no report of patient injury, as incident occurred during prime.